Manufacturer narrative:
Additional information: breakdown of 5 events are as follows: cartridge tip cracked/damaged 4. Lens damaged, stuck in cartridge, cartridge damage 1. Lot number of the suspect product: ce05928 3. Unknown 2. All investigations were completed for this period. For the completed investigation. The product was returned and showed cartridge tip cracked/damaged. The investigations concluded that the product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. The events were related to cartridge tip cracked/damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.